Manufacturer narrative:
Blood was observed on the adhesive pad. No damages or deficiencies were observed that could have contributed to the bleeding at the infusion site. The cause of the bleeding at the infusion site could not be determined. The exposed portion of the soft cannula was observed to be torn. A leak was observed due to this tear. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 37 and 48 hours. No specific treatment information was provided. The device was originally reported for for the infusion site (back) bruising and swelling.